Manufacturer narrative:
It is unknown if the pump will be sent in for investigation.

Event description:
The customer reported a plum 360 pump that powered down unexpectedly while epinephrine was infusing. The patient presented to the emergency department in cardiac arrest. An epinephrine infusion was started within 3-4 minutes of arrival and reached a max dose within 10 minutes. Within an hour, the nurse reported the pump was frozen and cycling. The nurse noticed the heart rate and blood pressure decrease and saw the pump was unplugged and running on battery power. The nurse plugged the pump in and reprogrammed the pump with epinephrine at a higher dose. The patient stabilized. A little while later, the pump was unplugged to transport the patient to CT scan and returned 30 minutes later. The customer reported the pump screen flashed and shut off without warning. There was a sudden drop in heart rate from 100-40, decrease in bp, and faint pulses. Cardiopulmonary resuscitation was initiated with return of spontaneous circulation. The patient had since had care withdrawn and expired in the medical intensive care unit. The customer reviewed the device logs and noticed multiple ¿battery missing at power on¿ and ¿operate without battery accepted¿ entries. A ¿warning low battery¿ alarm is also noted at 16:48:35 on (B)(6) 2020. The pump was sequestered and sent to biomed department. They have tried to replicate the incident but have been unable to do so.

Manufacturer narrative:
H10: the battery (s/n: (B)(6) was confirmed to have a poor state of health. The battery did not meet the panasonic battery specification for discharge time. The battery does not meet the plum 360 device requirements for run time operation on battery. This battery was sent to panasonic for further investigation. Panasonic identified a manufacturing defect inside the battery related to a misaligned holding sponge over the 3rd cell. Insufficient air tightness of the 3rd cell led to evaporation of some fluid inside that cell and caused a low open circuit voltage that led to decreased battery capacity. Panasonic has implemented an automated visual inspection process in their manufacturing process to test for this condition.

Event description:
Ufmw was received on (B)(6), 2020 and states "during use, pump shut off and nursing unable to turn back on. Biomed checked the unit and identified unit was operated with a low battery several times. Low battery alerts were acknowledged and unit would get plugged in some of those instances. During final occurrence, battery warning alarms came on three times and were acknowledged. Unit was not plugged in during those alarms. Unit was tested in biomed and charging unit. Unit does not show symptoms of a bad battery. Clinical staff has since been instructed to keep theses pumps plugged to a/c power when not in use."

Manufacturer narrative:
H10: confirmed customer's complaint that the plum pump power down unexpectedly and critical meds were infusing. Device would not power on under battery power. The lcd screen would flicker and uncontrollable shut down. Replaced the battery and pressed the change battery soft key. Device turned on and displayed 4 or 4 bars of battery power. Ran stress test on device to test new battery and investigate if the device had any underlining issues. Device passed stress test. Device passed self test. Probable cause defective battery. Could not confirm customer's complaint that the device failed to warn of shut down before turning off. The pump would alarm constantly as the screen flickered. The error code was n56, n252 and n58. The device experienced several alarms before shutting down completely. Probable cause was not found for the device not alarming before shut down. Confirmed customer's complaint that the device experienced and e437 s/w fail. History was confirmed but not duplicated. Replaced the battery and the device functions correctly. Probable cause is a drained battery that won¿t hold a charge because it has never been fully charged after being depleted. Edhr reviewed and nothing failed. Per the ufmw, additional initial reporter information is as follows: (B)(6).